Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (unable to complete incoming functionality testing) has been confirmed. Upon investigation the monitor delivers a pulse below lower limit during a pulse test. The cause for the pulse delivery was isolated to a defective t3 transformer on the defibrillator pca. The root cause for the defective transformer could not be positively identified. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported being unable to complete incoming functional testing.